Event description:
Incoming call to technical support. According to the reporter, this device has an intermittent problem with power on. That occurs in both ac and dc (battery). The hospital biomedical department has evaluated the device and observed that it intermittently fails to power on. The customer accepted an offer of service from physio-control.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.